Event description:
It was reported by the surgeon that patient underwent a distal femur replacement procedure on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the circlip and axle backing out of their position.

Manufacturer narrative:
The manufacturing records were reviewed and no non-conformances were identified. The device has not been returned, therefore, a visual inspection has not been possible. Currently information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121056).

Manufacturer narrative:
A rebush procedure was successfully performed with no reported complications. Based on a review of the patient's x-rays the reported circlip issue was confirmed. There is no indication that the observed circlip issue was device related as no device or manufacturing related issues have been identified. The reported circlip issue could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the circlip and axle backing out of their position. This is a supplemental report to 3004105610-2014-00107 (B)(4).